Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient had no reported symptoms.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the event, device had a reset, which cleared the consumption data. The bpa algorithm uses device usage history data for calculations, and since that data was lost during the reset, a false bpa was triggered. Interrogation of the device revealed the device was above elective replacement indicator when received. No other anomaly was detected.

Event description:
Additional information - the device was explanted and replaced. The patient was in stable condition.